Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) was found to be torn. There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Confirmed customer complaint of dso (downstream occlusion) seal delaminated through visual inspection. Replaced dso seal. Performed dso/uso (upstream occlusion) calibration. Validated repair through dso/uso sensor test. Upon further investigation, found clock battery defective. Replaced pwa (printed wireless assembly) board. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Performed pvt (performance verification testing). Unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.